Event description:
It was reported that the customer was hospitalized four times due to hyperglycemia. Troubleshooting was performed, and the prime test passed. The customer's mother stated that the customer is very sensitive to stress, which may have caused the events. It was also reported that the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.